Manufacturer narrative:
Concomitant products: a2dr01 ipg implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced a fall that preceded the changes in the right ventricular (rv) lead status. The right ventricular (rv) lead exhibited intermittent and no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.